Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device manufacture date: this lot was produced 25 jun 2012 to 28 jun 2012. Device evaluation: result - a sample was not returned for evaluation. The manufacturing site evaluated 25 retention samples; 10 units were tested by activation cycle test and 15 units were tested by manual triggering. All samples in the activation cycle test passed testing and reached lock-out position after activation. All samples in the manual triggering test could be activated by plunger rod and reached lock-out position after activation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 0613123. This lot was produced by ssi in (B)(4). Conclusion - without a sample, an absolute root cause for this incident cannot be determined. The manufacturing site noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for the safety device manufacturing. During analysis of the retain samples bd tested some devices with syringe and standard plunger rod which is not a routine inspection of x100l production, just a test simulating administration by final user. The analysis of retain samples did not show any issues of the safety devices which could explain the observed failure.

Event description:
It was reported that following medication administration to the patient, the safety mechanism of the suspect device failed to activate. No other activation failures were noted with the rest of the syringes. The customer states all labeled instructions were followed.